Manufacturer narrative:
(B)(4).

Event description:
A volume discrepancy problem was reported. The reporter stated that the hcp performed an indium study and dye did not leave pump. No patient symptoms were reported. Additional information has been requested, but was not available as of the date of this report.